Manufacturer narrative:
Evaluated one opened and used reservoir. Performed visual inspection to barrel and there was no physical damage. Unable to verify leaking anomaly due to reservoir¿s stopper plunger and transfer guard missing. Reservoir was partially returned, barrel and plunger only.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir had leak at o ring. Customer was performed self test and it was passed. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.